Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins battery has ¿run down¿ because they had not charged the ins in a year. The patient noticed reposition antenna screen on the recharger and was not able to charge the ins. The patient was redirected to their healthcare provider (hcp). No symptoms were reported. No further complications were reported/anticipated.